Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Event description:
This is report 2 of 3. This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). The patient was hospitalized for the event. The nurse reported the cause of peritonitis had something to do with the patient's intestines. Treatment was not reported. The patient discontinued pd therapy and switched over to hemodialysis. The patient had not yet recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number gd893867 and gd893990. No exceptions were observed that were related to the reported condition. As the sample was not available, an evaluation could not be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.